Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be submitted if the meter is returned.

Event description:
The customer's mother reported the customer was unable to obtain a blood glucose reading after applying a blood sample to the test strip, as the meter display showed "0" on the right side of the screen. The customer reportedly experienced symptoms of hyperglycemia and was seen by a health care provider, who diagnosed him with hyperglycemia, and also treated him with insulin. There was no report of death or permanent impairment associated with this event.